Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted during a posterior repair procedure in (B)(6) 2011. Starting sometime in (B)(6) 2012, the patient began experiencing severe pain in her rectum and vagina. The patient has to sit on a "donut" due to the pain, and was prescribed tylenol 3 which was ineffective, so she now alternates between ibuprofen and aleve daily. Additionally, the patient uses lidocaine cream vaginally, which helps to numb the pain. The patient has also developed constipation, unrelieved by taking colace and fiber. The patient saw a surgeon and another gynecologist, who both diagnosed that the mesh is too tight and is pulling her bowel on the left side. These two physicians recommended full mesh explantation, but referred her back to the implanting physician, who stated that full mesh removal might be too difficult. The implanting physician has to "go back in" sometime soon for another unspecified issue unrelated to the mesh, and at that time will assess to determine if cutting and releasing the left mesh leg of the device will be sufficient to relieve the patient's issues.

Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted during a posterior repair procedure in (B)(6) 2011. Starting sometime in (B)(6) 2012, the patient began experiencing severe pain in her rectum and vagina. The patient has to sit on a ¿donut¿ due to the pain, and was prescribed tylenol 3 which was ineffective, so she now alternates between ibuprofen and aleve daily. Additionally, the patient uses lidocaine cream vaginally, which helps to numb the pain. The patient has also developed constipation, unrelieved by taking colace and fiber. The patient saw a surgeon and another gynecologist, who both diagnosed that the mesh is too tight and is pulling her bowel on the left side. These two physicians recommended full mesh explantation, but referred her back to the implanting physician, who stated that full mesh removal might be too difficult. The implanting physician has to ¿go back in¿ sometime soon for another unspecified issue unrelated to the mesh, and at that time will assess to determine if cutting and releasing the left mesh leg of the device will be sufficient to relieve the patient¿s issues.

Manufacturer narrative:
.